Event description:
Medtronic rep called to report "an isomed pump that has been slowing, slowing, slowing". Suspected a possible catheter kink and did a fluoro that showed it looked like a catheter kink. No revision or explant yet. A follow up report will be sent when additional information becomes available.